Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7022591, model/catalog description: artisan lead 70 cm.

Event description:
A report was received that a week after an implant procedure, the patient developed an allergic reaction to the tape that was used to cover the ipg and lead incision sites. The physician believed it was not device related and no infection was noted. The patient was prescribed with preventive antibiotics and allergy medication.